Manufacturer narrative:
H3, h6: the navio bone screw driver pn pfsr110164 used for treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been mechanical component failure and breakdown/defect of the weld. Based on the investigation, no additional containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during navio tka procedure when the surgeon was using bone pin driver with bone pin and reaches second cortex on femur, the inside piece of the bone pin driver "strips" itself inside. So the small inside piece of the bone pin driver will keep spinning but the rest of the bone pin driver is stopped or stuck. The procedure was completed without delay with an smith&nephew backup device. No patient harm or additional complications were reported.